Manufacturer narrative:
The pt did not exhibit any symptoms of fluid overload or serious injury, nor she did require medical intervention. The pt had an acute renal failure (arf) due to salmonella sepsis and was receiving continuous-veno-venous-hemodialysis for an elevated bicarbonate concentration. On 11/2/06, the machine was inspected by a gambro technical services field rep. He observed that 93 effluent scale events occurred. He checked out the fluid balance on the machine and found it was operating within MFR's specifications. The machine was funtionally checked out and has been returned to service without any further incidents.